Event description:
The user facility reported that the involved product was used to treat left anterior descending artery (lad) and circumflex artery (cx) lesions. The product was wired to the cx. During treatment, it became trapped in calcification, making it difficult to remove the wire. The involved section was confirmed on angiography and found that the coil had been elongated. It was retrieved with a snare and then confirmed on ivus and angiography. No fractured piece remained inside the patient's body, so the procedure was finished. No harm to the patient was reported. However, the fractured piece of the distal end of the wire was retrieved with a snare. The procedure outcome was not reported.

Manufacturer narrative:
A3b: gender: n/a d4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted 1 investigation of the actual sample: 1.1 visual and magnifying inspections · the niti-core wire had been fractured at the stainless steel coil section. · the fractured section at the distal end had been connected with a coil. · part of the coil had been held by a competitor's snare. · the coil on the fractured section at the distal end made elongated. As a result, a fractured section of niti-core wire was found. · the coil had been elongated (the coil pitch had been opened) from the fractured section on the main body to the joint between the stainless steel coil section and niti-core wire. · no anomaly was found in other sections. 1.2 electron microscopic inspection · the side of fractured sections of the niti-core wire on both the distal side and main body side had been flat. · radial patterns and dimple patterns (hole-shaped patterns) were found on the fractured surface on both the distal side and main body side. 1.3 confirmation of the missing length · length of the niti-core wire at the distal side (from the joint between the platinum coil, stainless steel coil, and niti-core wire to the fractured section): approximately 2mm · length of the niti-core wire at the main body side (from the fractured section to the joint between the platinum coil and niti-core wire): approximately 213mm * the total length of niti-core wire was approximately 215mm. It met the factory's specifications and was likely that there was no missing part. 1.4 confirmation of the outer diameter of stainless steel coil section · it met the factory's specifications. No anomaly was found. 2 history investigation of the product with the involved product code/lot number · no anomaly was found in the manufacturing record and the shipping inspection record. · no other similar report was found in the past. 3 simulation test · based on our past knowledge, we have been aware that the guidewire was fractured when the following force a) - d) was applied. We have also been aware that there was regularity in the shape of fractured section on the niti-core wire depending on the mechanism leading to the fracture. A. When pulling force was applied · fractured surface: dimple pattern was found · fractured section: it was tapered b. When repeated 90° bending force was applied · fractured surface: radial patterns and dimple patterns were found · fractured section: it was almost flat * this condition was to that of the actual sample. C. When pulling force was applied in a looped state · fractured surface: it was twisted and dimple patterns were found · fractured section: it was curved d. When torque force was applied · fractured surface: spiral patterns and dimple patterns were found · fractured section: it was twisted we have been aware that when the removal operation is performed under each condition of a) - d), the platinum coil is unraveled and elongated. 4 cause of occurrence/conclusion based on the investigation result, as a possible cause of this case, following factor was inferred. However, due to the severe damage to the actual sample, it was not possible to clarify the cause of trapping. · the distal end of actual coil was trapped for some reason. · in that condition, repeated bending force was applied to the involved section, causing the niti-core wire inside the stainless steel coil to fracture. · subsequently, removal operation was performed. As a result, the stainless steel coil was elongated. Relevant instructions for use (IFU) reference: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter" terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).